Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination found on all button key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no physical damage to the keypad; the down arrow and ok keypad button symbols were worn off. All of the keypad buttons responded appropriately to button presses. The keypad was removed and there was evidence of contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.